Event description:
It was reported that the home patient (hp) replaced the heater bag with a new supply bag during fill cycle of the therapy, while the hp was connected. The technical service representative (tsr) assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error - reuse of single-use product, where the home patient replaced a heater bag during therapy. The instructions listed in the patient at home guide for the homechoice device state, "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags. The patients are instructed to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions on end therapy early procedure. The root cause of the reported use error cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.